Manufacturer narrative:
The device's delivery system is expected to be returned for analysis. However, the device has not been received. A supplemental report will be submitted when the device analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive report that the solitaire fr2 separated and was left with the left within the patient. During left middle cerebral artery (mca) ischemic stroke case, on the second retrieval of the solitaire, the device became stuck in the distal internal carotid artery (ica) segment. While attempting to retract the device into the cello bgc, the solitaire device separated from the pusherwire. The separation took place on the non-working length ramp, just distal to the proximal marker. Follow up imaging showed tici 3 flow through the solitaire fr2, so the procedure was aborted. The baseline tici was 0. The detached solitaire was left behind in the left ica and mca. Vessel stenosis proximal to the thrombus site was not present. The pushwire was not torqued during the procedure. The microcatheter tip did cover the stent proximal marker during retrieval. There was no any friction or difficulty during the procedure. The patient had a high inr and therefore could not be anti-coagulated after the stent detached. The anatomy was minimal in tortuosity. Parent vessel diameter was 2.5 mm. The patient was reported to have expired sometime after the procedure. The death was reported to have been caused by complications of a stroke (pneumonia and sepsis). The date of death will not be provided due to privacy. The pneumonia/sepsis-complications of the stroke began one day after the procedure.

Manufacturer narrative:
The solitaire 2 pushwire was returned for analysis. No bends or kinks were found with the pushwire or marker coil. The device attachment zone was found to be damaged. The stent non-working length struts were found to be broken. The distal portion of the stent will not be returned as it remains within the patient. The broken struts were sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. A supplemental report will be submitted when the evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitairefr2 pushwire was returned for analysis. In addition, an angiogram image was also returned for analysis. The angiogram image was reviewed by a medical safety advisor, the angiogram anteroposterior (ap) view confirms cut-off occlusion of the middle carotid artery (mca) just right proximal to the left m1 segment. Additional still frame views showed evidence of reperfusion consistent with timi 3 flow while the solitaire was being in place - ¿left behind¿. One can identify the solitaire fr borders based on the marker bands spanning approximately between the 3-4mm of the terminus ica and the distal m1 segment. There was no excessive tortuous anatomy of the m1 mca / ica segments during withdrawal of the device into the balloon catheter. However, there was some underlying stenosis at the distal m1. Although the stenosis did not appear to be significant, this could be a contributing factor for stent separation considering that the device was relatively oversized (4mmx50mm) in a 2.5mm m1. Based on the device analysis, image provided and reported information, the report of device separation was confirmed, as the stent non-working length struts were found to be broken. Per the scanning electron microscopy (sem) analysis report, the fracture surfaces of the four strut broken ends exhibit similar dimple features indicative of tensile overload failure mechanism. This indicates that the stent struts separated as the tensile strength of the struts was exceeded. Although it was reported there was not any friction or difficulty during the procedure, it is likely the struts broke because of excessive force (pulling). It is likely the use of an oversized device and the observed stenosis proximal to the thrombus site contributed to the separation of the device. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the solitaire 2 instructions for use (IFU): ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ if information is provided in the future, a supplemental report will be issued.